Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that on (B)(6) 2017, during AED mode, the device stated analysis interrupted. The device reanalyzed and provided a no shock advised message for an asystole. The patient died.

Manufacturer narrative:
The involved patient was reported to have died. There was no allegation that the device behavior impacted the patient outcome. Note that the device appropriately analyzed the waveform each time. The electronic event file for this event was reviewed by a philips clinician. The event lasted 1:41:57 (one hour, 41 minutes, 57 seconds). The event file showed that the device was powered on into the monitor mode and defibrillator pads were placed at 1:23 elapsed time (et). The initial waveform is consistent with chest compressions and a vtach/vfib alarm was generated. At 1:57 et the users put the device into the AED mode. After an initial "artifact detected" message, a "no shock advised" decision was generated. There were six subsequent waveform analyses and associated "no shock delivered" shock advisory decisions. For all seven shock advisories there was an "artifact detected" message at the beginning of the analysis due to chest compressions that continued into the early portion of the waveform analysis. At 15:56 et the users switched the device into the manual mode, selecting the 150 joule setting. The device remained in the manual mode for the remainder of the event and no further shocks were delivered during this event. There were "artifact detected" messages at the beginning of the analysis periods, but this did not prevent the analysis of the waveform and it did not interrupt analysis. The mrx instructions for use (IFU) describes use of the device in the AED mode. Once an ECG is detected through the multifunction electrode pads, the heartstart mrx automatically analyzes the patient¿s heart rhythm and warns you not to touch the patient via voice and on-screen prompts. The "artifact detected" message is logged when advisory algorithm detects noise or motion artifact. The artifact detected messages did not prevent the analysis of the ECG waveform in this case. The device was returned to the philips repair bench. The reported symptom could not be reproduced. After passing all testing the device was returned to the customer for use. There is no information that supports that a malfunction of the device occurred. Analysis of the waveforms was completed for each shock advisory attempt. Shocks were not advised due to the patient rhythm of asystole. There were "artifact detected" messages at the beginning of the analysis periods, but this did not prevent the analysis of the waveform and it did not interrupt analysis. Patient information was requested, but was not provided.